Event description:
Device alarming several alarms: "trigger loss, ap cal data was not read by fos system, no ap signal available, and ap cal data was not read by fos system." For more than one of these alerts, the rn stated the device was not augmenting. Rn called teleflex hotline between 0815 and 0820 and the answering service said the rep was unavailable but would call back in 10 mins. The rn never received a call back. In the meantime, rn attempted to trouble shoot. Rn disconnected the malfunctioning fiberoptic sensor and zeroed the arterial transducer to utilize that as a replacement for the fiberoptic sensor. When complete, all alarms ceased. Rn called teleflex rep again to address the malfunctioning fiberoptic sensor around 1050. Rn spoke to a rep, whose resolution to the problem was, "this should not happen." Manufacturer response for fiberoptic iabp, telefelex fiberoptic iabp (per site reporter). Rn called teleflex hotline between 0815 and 0820 and the answering service said the rep was unavailable but would call back in 10 mins. The rn never received a call back. In the meantime, rn attempted to trouble shoot. Rn disconnected the malfunctioning fiberoptic sensor and zeroed the arterial transducer to utilize that as a replacement for the fiberoptic sensor. When complete, all alarms ceased. Rn called teleflex rep again to address the malfunctioning fiberoptic sensor around 1050. Rn spoke to a rep, whose resolution to the problem was, "this should not happen."